Event description:
The complaint is reported as: "while inserting the blade in the handle, the clear part broke at the place where we snap it.". The alleged complaint occured prior to use on the patient, during the check of the intubation tray. No clinical consequence for the patient.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the base of light guide is broken. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The manufacturer reports that the device is inspected prior to release thus it is confirmed that it left the manufacturing facility fully functional. It seems as though the device sustained unexplained physical damage. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "while inserting the blade in the handle, the clear part broke at the place where we snap it.". The alleged complaint occured prior to use on the patient, during the check of the intubation tray. No clinical consequence for the patient.